Event description:
It was reported that white spots were found in the cuff during setup. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. White spots were found on the cuff during visual inspection of the device. The defect was confirmed. CAPA-0008519 was opened to address root cause investigation and corrective actions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.